Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, broken tip at probe unit was confirmed during evaluation, but no specific cause could be identified as to why the tip was broken. The phenomenon may have been prevented by following the descriptions in the instruction manual which states: ¿caution ¿do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasonic bronchofibervideoscope, the ultrasound tip snapped off before use. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (ultrasound tip snapped off) was confirmed. In addition, there was image guide breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.